Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the pump unexpectedly reset. Customer attempted to load a new cartridge onto the pump and received an error message stating that a new cartridge should be used. Contact stated that a new cartridge was able to be successfully loaded. There was no impact to customer's blood glucose level.